Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1 (patient initials), a2 (age) and a4 (weight) as this information was not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Event description:
An advocate from canada called on behalf of her daughter to report that they performed a blood glucose test with the contour next meter and obtained a reading of 30.1 mmol/l, while the continuous glucose monitoring system gave a reading of 3.3 mmol/l. The customer took 10 grams of sugar and a repeat testing was performed with the contour next meter which gave a hi reading (indicative of a reading above 33.3 mmol/l). Since the reading was higher compared to the advocate's expectations after consuming 10 grams of sugar, the customer was tested one more time and a reading of 5.6 mmol/l was obtained with the contour next meter. There is no allegation of an adverse event. The device is not expected to be returned for evaluation.